Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with phrenic nerve stimulation. Diagnostic imaging was performed and revealed that the left ventricular lead had become dislodged. The lead was explanted and replaced. The patient's condition was stable following the procedure.